Event description:
Boston scientific received information that this left ventricular (lv) lead was exhibiting impedance measurements greater than 2000 ohms. The lead was removed from service and replaced without further incident during the elective device replacement procedure. No adverse patient effects were reported.

Manufacturer narrative:
The lead was surgically abandoned and was not returned for testing. Therefore, boston scientific cannot confirm the reported clinical observation. No other adverse events have been reported. This product issue will be updated if additional information is received.